Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call issues with their infusion sets. Customer's blood glucose level was 221 mg/dl. Customer advised they had defective cannulas which resulted in blockage and unable to deliver proper insulin to the patient. Customer advised they had issues with 9 or 10 infusion sets and they had thrown them all away. Customer advised they would return 15 infusion sets and they were informed that those infusion sets were discontinued. Customer was advised to choose the type of infusion set and call back so they can be sent out the proper infusion sets that they choose.